Event description:
Partial right knee replacement on (B)(6) 2005. Continuous pain after replacement getting worse. Partial knee replaced with full prostheses on (B)(6) 2008. Partial knee prostheses was loose. Partial knee replacement - (B)(6), 2005. Partial knee replacement replaced - (B)(6), 2008. The partial knee replacement was never right. I had pain that continuously got worse. (B)(6) said it is time to fix or replace the partial prostheses. The partial knee prostheses was a mess and loose according to (B)(6) so he had to perform a full knee replacement. The MFR was depuy. (B)(4).